Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis (ipp) due to the length of the cylinders. The ipp cylinders were removed and replaced with longer cylinders. No further issue was reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.